Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer complaint of powering down intermittently, the unit ran continuously for over 24 hours however it was noted that no power cord was sent back with the unit. Analysis did find that there was a loose plug on the power suppy and the power supply was replaced, that there was intermittent wireless telemetry and the radiofrequency transmittor was replaced and the system fan was noisy and it was also replaced.

Event description:
It was reported that the programmer intermittently turns off. Multiple power cords were tried but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).